Event description:
The customer tested her blood glucose using 2 contour meters and received readings of 60 and 140mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter was sent to the customer.